Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) investigated this system onsite and found that the flex vision monitor was stuck and unable to connect. Review of the system log file showed that there was malfunction as the flex vision pc was unreachable. Upon troubleshooting, fse found that flexvision monitor didn¿t show any images and the monitor was not working. To resolve this issue, fse replaced flex vision pc. The defective pc was returned to philips for analysis and found that the failed component was hard drive. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor did not show any images. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.